Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that the rash was under the front left te pad. The patient's physician had recommended a cream for the patient to use on the affected area. Follow-up indicated that the condition of the rash had improved.